Event description:
It was reported that the patient presented for a routine follow-up in the clinic with redness and itching at pocket site. It was noted that the pocket was ulcerated and damaged that caused the pacemaker, right atrial (ra) lead and right ventricular (rv) lead were exposed and resulting in infection. The patient was received anti-infection treatment before the pacemaker and leads were explanted. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.